Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "on the sixth day of the catheter, the doctor found the extension line and luer hub separated during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on the sixth day of the catheter, the doctor found the extension line and luer hub separated during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".